Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level have been "all over the place". The customer thought that the bg fluctuation was due to not eating properly. The customer declined to provide further information or to troubleshoot. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.